Event description:
It was reported that the lead dislodged. The lead was explanted and replaced with a larger/longer lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor contained blood/body fluid but was not obstructed. The outer insulation was breached cut. All conductors were distorted and had blood/body fluid. Apparent explant damage was noted. No anomalies were found.